Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2011-00143. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the guide wire became stuck in the balloon catheter. Vascular access was obtained through the femoral artery. The target lesion was located in an artery in the leg. The physician attempted to advance a 4.0mm x 1.5cm flextome cutting balloon however; resistance was encountered. The cutting balloon and the platinum plus guide wire were withdrawn into an unspecified introducer sheath however; they became stuck in the sheath. The distal shaft of the cutting balloon, just proximal to the balloon detached and remained stuck inside the sheath. The sheath, guide wire, and device were all removed from the patient. The procedure was completed with another of the same device. Afterwards, the patient experienced a hematoma. No further patient complications were reported and the patient's status is stable. Analysis of the 4.0mm x 1.5cm flextome cutting balloon identified the platinum plus guide wire was returned stuck in the cutting balloon catheter.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned stuck in the catheter. The catheter was separated from the guide wire. Visual and microscopic examination of the guide wire identified several kinks along the body. Outer diameter measurements were taken and all measurements were within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2011-00143. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the guide wire became stuck in the balloon catheter. Vascular access was obtained through the femoral artery. The target lesion was located in an artery in the leg. The physician attempted to advance a 4.0mm x 1.5cm flextome cutting balloon however; resistance was encountered. The cutting balloon and the platinum plus guide wire were withdrawn into an unspecified introducer sheath however; they became stuck in the sheath. The distal shaft of the cutting balloon, just proximal to the balloon detached and remained stuck inside the sheath. The sheath, guide wire, and device were all removed from the patient. The procedure was completed with another of the same device. Afterwards, the patient experienced a hematoma. No further patient complications were reported and the patient's status is stable. Analysis of the 4.0mm x 1.5cm flextome cutting balloon identified the platinum plus guide wire was returned stuck in the cutting balloon catheter.